Manufacturer narrative:
The referenced device was returned to olympus for repair. The customer¿s reported problem was not confirmed as the endoscopic images may no disappear was not duplicated. The servive inspection noted the video connector has cosmetic defect (deterioration of exterior parts). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high-definition camera head has an image defect, ¿the endoscopic image may not appear¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.